Manufacturer narrative:
(B)(4). The tracheal cuff inflated without any issue.

Manufacturer narrative:
Covidien/medtronic reference number: (B)(4).

Event description:
During pretest the cuff did not inflate. There was no patient involved.